Manufacturer narrative:
Given event date: (B)(6) 2018. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the inflation lumen and core wire. The balloon is separated 138.2cm from the hub. Microscopic examination revealed that the guidewire lumen is separated 134cm from the hub. The distal section of the separations are missing. The missing sections are the distal guidewire lumen, distal balloon, marker bands, and tip. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23-jan-2019. It was reported that balloon damage occurred. A 6.0mmx30mmx135cm sterling balloon catheter was advanced for dilation; however, failure of the balloon was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed balloon separation.